Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
(B)(4) on (B)(6) march, an impedance of 1.20 kohms was found and the trend of the curve was high. Consequently, considering the age and that the patient is pacing dependent, the physician has decided to proceed with the change of the device.